Event description:
It was reported that during a procedure to insert an inflatable penile prosthesis (ipp) cylinder, the urologist noticed a slightly cut area in one of the cylinders of the ipp between the parylene walls moments before closing the corporotomy. Another ipp was implanted to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device underwent a thorough analysis. The cylinders and pump were visually and microscopically inspected. Cylinder one had a hole in the outer tube in the middle of the cylinder from sharp instrument. Cylinder one passed the leakage testing. Cylinder two and the pump passed all testing. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure to insert an inflatable penile prosthesis (ipp) cylinder, the urologist noticed a slightly cut area in one of the cylinders of the ipp between the parylene walls moments before closing the corporotomy. Another ipp was implanted to complete the procedure. There were no patient complications reported.